Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip of stepdrill broke off in patient during drilling of the distal wire and was retrieved without harm to patient.

Manufacturer narrative:
Product inquiry stated the stepdrill for t2 recon to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill returned was completely sheared off at the level of approx. 20 mm from the tip. The broken off piece was not returned. The cutting edges were worn and blunt. The drill was not sharp anymore. The appearance of the breakage surface (smooth structure), the course of the breakage line as well as the absence of plastic deformation clearly indicated a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage and the damage at the cutting edges further suggested that drilling under misalignment and / or contact of the device with a hard object (metal) may have occurred. In case of intended use such damage would not have occurred. The use of a cannulated step-drill was not recommended according to the new t2 recon operative technique ((B)(4)). This was announced in april 2009 with product bulletin (B)(4) ¿ ¿new version of t2 recon operative technique is now available¿. As the drill had been in use for a longer time (manufactured in 2012) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Tip of stepdrill broke off in patient during drilling of the distal wire and was retrieved without harm to patient.